Event description:
It was reported that during a routine follow-up of an asymptomatic patient, a rise in capture threshold was observed. The lead was repositioned that day. The patient was noted to be doing well following the procedure.